Manufacturer narrative:
Trackwise#: (B)(4). No device catalog was reported, therefore a lot history review is unavailable.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 38413 heartstring iii pms- june 2024, where they commented "doesn't always work" when asked about the use of getinge heartstring iii. The aortic cutter provides a mechanism such that the aortic core segment created during the aortotomy is captured and removed.